Manufacturer narrative:
The investigation for the reported ventricular tachycardia (vt) has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the vt could not be determined. Added-h6 impact code 1802, d4-corrected model number f6/f8 should have been left blank in the initial report. G1 reporting contact fax number missing. H5 changed to yes.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Event description:
The user facility reported a 66-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The us complainant had a 5.5 pump placed to support a patient with cgs/ami (cardiogenic shock / acute myocardial infarction¿) and cardiomyopathy. The pump was placed but the patient suffered multiple vt (ventricular tachycardia) arrests and was shocked. They attributed the vt to a malpositioned impella pump. The patient expired on support the following day.